Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown spine screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: song, k.j. And lee, k.b. (2006), a preliminary study of the use of cage and plating for single-segment fusion in degenerative cervical spine disease, journal of clinical neuroscience, vol. 13 (issue 2), pages 181¿187 (korea, south). The aim of this study is to compares the radiological and clinical results of anterior cervical discectomy with iliac autograft alone, anterior plate fixation with iliac autograft and carbon cage fusion and anterior plate fixation for the treatment of single-segment degenerative cervical spine disease. Between march 1994 to august 2001, a total of 60 patients (37 male and 23 female) with a mean age of 46.3 years (range, 20¿72) were included in the study. These patients were divided into 3 groups. Of these, only group b (n=20; 11 male and 9 female) with a mean age of 49.6 years (range, 33¿72) were implanted with cervical self-locking plates (ao synthes, switzerland). Follow-up period was more than 2 years. The following complications were reported as follows: a (B)(6) year old male patient had lordotic angle of 8 degrees and the interbody height of 32 mm from 8 degrees and 34 mm respectively, 24 months postoperatively. Clinical results of were good in 13 patients and fair in 3 patients. 2 patients in had posterior neck pain. 1 patient had hoarseness. 1 patient had horner's syndrome. This is report 2 of 2 for (B)(4). This report is for an unknown synthes spine screws.